Event description:
It was reported on (B)(6) 2011 during the middle of the procedure error code 302.2 followed by error code 850 and then followed by error code 202.11 were received from the laser system. Also, it was reported that the clear problems button was pressed. The laser system advised to press this button to continue. The laser system screen came up with 5:35 but it never went lower than 5:19 before the error codes reappeared. Error code 850 was the first code to appear followed by the other error codes. The laser system went into safety shut down. The laser system was re-booted and the error codes were not received. The procedure was completed. No pt injury was reported.